Event description:
Nellcor puritan bennett received info stating that an n-400 fetal oxygen saturation monitor system was placed at 2045. Initial values were 40-50%, falling to 30% at 2050 fsp02 tracing was lost three times during monitoring period. Fsp02 values were in the 25-50% range through out. Pt was discharged home with no problems. No product will be returned, monitor serial number nor sensor lot number are known.